Event description:
It was reported the generator was giving an error code e433. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.